Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("expulsion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, normal birth (in 2003 and in 2006) and uterine myomectomy (4 cm sized myoma removed by hysteroscopy ) in 2009. Concurrent conditions included retroverted uterus. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("visual analogue scale (vas) pain 2"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (implants were removed). Essure was removed. At the time of the report, the device expulsion and procedural pain outcome was unknown. The reporter provided no causality assessment for device expulsion and procedural pain with essure. The reporter commented insertion procedure details included difficult anatomy, spirals visible 4/8 and visual analogue scale (vas) pain 2. Expulsion diagnosed on control visit. Implants were removed. Sterilisation of husband planned in the future. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 298 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("expulsion") in a (B)(6) year-old female patient who had essure (batch no. 50683857) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, multiparous (in 2003 and in 2006) and uterine myomectomy (4 cm sized myoma removed by hysteroscopy) in 2009. Concurrent conditions included retroverted uterus. In (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("visual analogue scale (vas) pain 2"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (policlinic hysteroscopy). Essure was removed. At the time of the report, the device expulsion and procedural pain outcome was unknown. The reporter provided no causality assessment for device expulsion and procedural pain with essure. The reporter commented: insertion procedure details included difficult anatomy, spirals visible 4/8 and visual analogue scale (vas) pain 2. Expulsion diagnosed on control visit. Implants were removed. Sterilisation of husband planned in the future. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-nov-2017 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 341 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2017: lot number received. Method for removal was policlinic hysteroscopy. Implants were expulsed far to the uterine cavity (suspected reason was strong uterus contractions after procedure). On 23-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.